Manufacturer narrative:
A complete manufacturing and material records review for the perceval sn (B)(6), pertaining to the reported event, has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the information available, the root cause of the reported event cannot be established. However, based on the document review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer was informed on this event through the sure-avr registry. On (B)(6) 2015, a pvs27 was implanted in aortic position. Based on the discharge information, on (B)(6) 2015 (postoperative day 12) the patient received a permanent pacemaker due to a complete heart block. No device-related adverse events are reported on the registry.